Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive stress to the cable.¿ according to DHR, there was no problem at the time that the subject device was shipped. Therefore, investigation believes that the coupler came off because excessive force was applied to the device due to user operation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the coupler was removed from the device. Additionally, an intermittent noise was noted in the image due to a faulty cable unit. These items will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the coupler on the hd autoclavable camera head was removed from the scope. There was no patient harm or consequence reported as a result of this event.